Event description:
Surgeon performed acdf and selected an eagle plate for fixation. The surgeon was implanting a 16mm self drilling screw (1836-50-016) through the plate with the threaded driver and threaded driver inner shaft (2865-61-000). The screw was almost all the way advanced when the surgeon noticed that it disengaged from the screw and he remarked that the inner shaft had broken off into the screw. He removed the screw with a standard driver and no fragments remained in the patient. The part of the driver that broke remained in the screw. Another threaded driver and inner shaft were selected to continue the procedure. A couple of screws were implanted with no problem. Then, the same thing happened again: the screw was almost all the way advanced when the surgeon noticed that it disengaged from the screw and he remarked that the inner shaft had broken off into the screw. He removed the screw with a standard driver and no fragments remained in the patient. The part of the driver that broke remained in the screw. He then implanted the final screw with a standard driver.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The e/s+ scr remov shafts [product code: 2865-61-000, lot no: gm4048701] were not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the devices in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.